Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date the matrix locking cap construct jammed. Torque limiter optional techniques were tried to loosen the closure caps, but it was unsuccessful. The closure cap could not be moved. This report is for an unknown rod. This is report 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Event date: unknown. This report is for an unknown rod/unknown lot. Additional product codes: mnh, mni, kwq, kwp. An additional evaluation was completed: the rod was received sawed through. This occurred intraoperative. The rod have no effect on the locking cap issue. Device was used for treatment, not diagnosis. Placeholder.